Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 clear plastic piece broke off of btt port while trying to inflate the balloon. The hospital did not report any patient effects. The product is returning. Dr. (B)(6) was dissecting branches with the hemopro device, tried to put air into the balloon and the clear plastic piece broke off of btt port. He was able to complete procedure with no complication, no additional products opened.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 clear plastic piece broke off of btt port while trying to inflate the balloon. The hospital did not report any patient effects. The product is returning. Dr. (B)(6) was dissecting branches with the hemopro device, tried to put air into the balloon and the clear plastic piece broke off of btt port. He was able to complete procedure with no complication, no additional products opened.